Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 pro instrument, and identified the failure mode as cracked tubing from the ise waste pump. The fse resolved the issue by trimming the ise tubing and repairing the connection. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous ise (ion-selective electrode) patient results with zero/low anion gap and a leak issue on their unicel® dxc 600 pro instrument. The erroneous patient results were not released out of the laboratory; hence, there was no change or impact to patient treatment. Quality control was within the laboratory's established ranges prior to the event. The customer did not provide data.